Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced safety mechanism failure, and blood exposure. The device operator received a dirty needlestick injury. It has not been specified whether medical intervention/testing was administered. The following information was provided by the initial reporter: during the extraction phase of the spindle, the protective plastic part (which was supposed to cover the cutting edge) dislodged, leaving the tip of the needle free, with which I accidentally pricked myself.

Manufacturer narrative:
(B)(6). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. As no sample and no photo were returned, further investigation cannot be performed. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. The root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.